Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that after giving an injection and while recapping a bd general use sterile hypodermic needle, a clinician received a contaminated needle stick injury. The clinician was evaluated in an emergency department where she received routine post exposure lab work. The results of the tests are unknown, but it was reported that the source patient was not positive for any communicable diseases and the clinician did not receive any prophylactic treatment and/or medications. Of note, this incident is linked to MFR. Report # 1213809-2016-00002 as it is the same incident. The device for this incident was attached to the device used in MFR. Report # 1213809-2016-00002.